Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first three clips worked and the fourth one malformed. The fifth one fell out of the jaw. No patient consequences reported. Device has been discarded.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the clip fall into the patient? If so how was the clip retrieved? If the procedure was changed to retrieve the clip please explain: